Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to inappropriate shocks as a result of fracture. In addition, the patient experienced an episode of asystole while in the hospital. This is suspected to have been caused by lead noise, which led to pacing suppression. Should additional information be received, this file will be updated.